Manufacturer narrative:
This device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to monitor a patient (age & gender unknown), the device was unable to obtain an ECG signal. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was returned to the zoll-approved bp medidyne site. The device was tested using a simulator by charging and discharging and no issues were noted. The device log was reviewed and based on the log review and final testing; no new evidence was found. Based on the customer report related to the "ECG, no signal", the investigation is closed as mfc cable loose at the device end. The device was recertified for clinical use. The mfc cable was replaced as a precaution. No trend identified against similar reports.